Event description:
It was reported that the device does not detect of syringe. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause was a malfunctioning plunger sensor. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.